Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to the reported event. Additionally, a review of the complaint history identified no other complaints reported from this lot based on the information provided and without the device to analyze, a cause for the reported leak resulting in air embolism and subsequent hypotension, bradycardia, ventricular fibrillation and non-specific EKG/egc changes cannot be determined. Air embolism, hypotension, bradycardia and ventricular fibrillation are listed in the IFU as known possible complications associated with mitraclip procedures. Unexpected medical intervention and medication required were a result of case-specific circumstances. There is no indication of a product issue with respect to manufacture, design or labeling.

Event description:
N/a.

Manufacturer narrative:
The device remains implanted in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2025, a patient presented with grade 4 functional mitral regurgitation (mr) for a mitraclip procedure. During the procedure, while removing the steerable guide catheter (sgc) and the guidewire during aspiration it was noted that air was visible in the sgc column utilizing the echocardiogram. The physician proceeded with aspiration of blood; there was a change to electrocardiogram levels and it was noted that the patient was hypotensive and bradycardic. The patient then progressed and went into ventricle fibrillation (vfib) and was shocked with an external defibrillator. The patient returned to a stable position and the procedure continued. A mitraclip was implanted successfully. The final mr was grade 1. There was no clinically significant delay reported.